Event description:
During a liver cryoablation case the rep noticed the needle was a little bent when it was taken out of the box. It tested fine but during the case there was frost on the shaft. The faulty needle was replaced with a new one and the case was completed as expected without any patient injury.